Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was in fallback and was a single-zone only device. The ICD was removed and replaced.